Event description:
The customer reported that on the second day of pod wear his blood glucose was 149 mg/dl at 8 am but rose to 350 mg/dl by lunchtime. In the afternoon it reached 418 mg/dl which he successfully corrected with a manual injection. He stated the cannula was bloody and slipped out of the skin but "adhesive tape solved" it.

Manufacturer narrative:
The device was no returned for evaluation. The customer reported that the cannula had dislodged from the intrusion site, a condition which could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product met all acceptance criteria. The omnipod user guide warns "check often t make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin which may indicate the cannula has dislodged." Because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted: and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment of your healthcare provider.